Event description:
After completing a difficult double transseptal puncture, anatomical left atrial mapping was performed with a lasso catheter. Remaining anatomy was to be acquired with the navistar rmt thermocool catheter. During this phase a blood pressure drop was noticed and transthoracic echo was ordered. Echo confirmed a pericardial effusion. Anticoagulants were reversed, a pericardiocentesis was successfully placed, and the effusion was drained. The patient was admitted for observation. A non-bwi sheath (sl1 manufactured by sjm) was used with the ablation catheter.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #: m-5463-01, (B)(4). Ez steer coronary sinus catheter (device was discarded by the customer/ not returned for investigation): model #: d-1263-04-s, lot #: 15450976m. C3 nav variable lasso catheter (device was discarded by the customer/ not returned for investigation): model #: d-1290-01-s, lot #: 15489338l. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to any bwi equipment. The customer declined system service. (B)(4).